Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and a pinhole was noted near the tip of the balloon. The procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.